Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. From the information provided, it is a possibility that this failure occurred due to technique issue. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that during acl reconstruction the device came off after insertion. It was discarded at the hospital. By using a 9mm x 23mm screw, the surgery was completed with a 60-minute delay. There is no harm to the patient. The surgeon reported that this was his first acl reconstruction surgery and he skipped some procedures of the screw and socket sizing assessment. He admitted that it could be a technical error. The backup device was used to complete the case.